Event description:
It was reported that the system (blade, handpiece, generator) was not achieving the proper level of hemostasis during a laparoscopic prostectomy case. The system was emitting normal sounds. The blade was replaced and the tissue effect improved. The surgeon commented the blood loss was approx. 1600cc for the case when it should have been the same hand piece and generator, and the new blade. The blade was discarded. No other pt issues were reported.